Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor- 3/18/2016; electrode belt- 10/1/2015.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received 2 appropriate treatments from the lifevest. At 8:52:39, the patient received the first treatment from the lifevest during vf. The post-shock rhythm was vf. At 8:53:06, the patient received the second treatment from the lifevest during vf. The post-shock rhythm was severe bradycardia at 10 bpm. The electrode belt was disconnected at 8:53:16. It was reported that hospital staff attempted CPR after the treatment event without success. The patient's equipment has not yet been returned from the field. There is no indication that a device malfunction caused or contributed to the patient's passing. Reporting this event out of an abundance of caution as the first treatment did not convert the patient's arrhythmia and the patient passed away within 24 hours.